Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A 30 mm watchman laa closure device was successfully implanted in the laa of the patient. There were no complications that occurred. The patient was discharged from the hospital the following day on eliquis (5 mg daily) and aspirin. On (B)(6) 2019 the patient came in for a follow up transesophageal echocardiogram (tee). The imaging revealed that there was a thrombus on the face of the device. The patient was taken off of eliquis and was started on coumadin. A repeat tee is scheduled for (B)(6) 2019.

Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted in the laa of the patient. There were no complications that occurred. The patient was discharged from the hospital the following day on eliquis (5mg daily) and aspirin. On (B)(6) 2019 the patient came in for a follow up transesophageal echocardiogram (tee). The imaging revealed that there was a thrombus on the face of the device. The patient was taken off of eliquis and was started on coumadin. A repeat tee is scheduled for (B)(6) 2019. It was further reported that the patient came in for a follow up tee on (B)(6) 2019. The thrombus was still present in the patient. The patient had electively stopped taking their coumadin the week before. The patient was put on lovenox and coumadin.